Event description:
The customer reported the generation of positive fentanyl patient results generated on two different dxc 700 au chemistry analyzers. The customer stated that there was a change in patient treatment. Multiple attempts were made to obtain information regarding the change in patient treatment. No details were provided. The customer did not provide patient demographics. The customer provided patient data. This report documents dxc 700 au chemistry analyzer, serial number (B)(6). Refer to MDR 9612296-2026-00047 for dxc 700 au chemistry analyzer, serial number (B)(6).

Manufacturer narrative:
Additional information: on 6 march 2026, beckman coulter field application specialist (fas) confirmed that the parameter settings were incorrect and that the customer used incorrect calibrator material. It was identified that the validated parameters for the lzi fentanyl (q) enzyme immunoassay had been modified by the operator. Specifically, the dilution parameter for the fentanyl assay was incorrectly configured to 0 l rather than the validated value of 10 l, as specified in the fentanyl parameter sheet. In addition, the fas observed that the customer was not performing the required routine maintenance procedures or running the appropriate calibration and quality control checks. The customer was also using non-validated materials for calibration and control testing instead of fentanyl-specific calibrators and controls as required for the assay. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of positive fentanyl patient results generated on their dxc 700 au chemistry analyzer. The customer stated that there was a change in treatment. No details were provided. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as incorrect test parameter settings. The customer updated the settings to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).